Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years 1 month post implant of this 33 mm mitral bioprosthetic valve, it was explanted and replaced with a 33 mm mitral bioprosthetic valve for unknown reasons. One month and 22 days later the patient passed away from unknown causes.

Manufacturer narrative:
Medtronic received information that the physician indicated that our valve(s) did not cause or contribute to the patient death. The original valve was infected and as a result was replaced after 9 years and 1 month. 1 month 22 days later, the patient passed away from other comorbidities unrelated to the valve or implant procedure. If information is provided in the future, a supplemental report will be issued.